Manufacturer narrative:
Follow-up received on 02-feb-2016 no new clinical information received. Follow-up received on 08-feb-2016: the essure pregnancy questionnaire was provided. Patient's demographic data was reported. She has the concurrent condition of obesity and retroverted uterus. The insertion was considered difficult, patient had spasms during essure placement (captured in case (B)(4)). An ultrasound was performed on (B)(6) 2014 to confirm essure placement and showed left not in proper position. Patient received birth control pills as back-up contraceptive after essure insertion. Patient refused hsg. She was advised that left was not in satisfactory position on (B)(6) 2015 right ectopic pregnancy was diagnosed, by urine and blood test and ultrasound. There are no current complications. Laparoscopy and salpingectomy were performed and the patient recovered from the essure removal procedure. Tubes were removed for sterilization. During surgery the right insert was seen with proper placement. Pathology results were normal. No signs of infection were noted. The patient's symptoms had resolved after surgery. The physician stated that patient's condition was not caused by the essure devices and essure did not contribute to the issue. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. Ultrasound showed essure only 1 tube / left insert was not in satisfactory position. She underwent a salpingectomy. These events are listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, ultrasound was done on the day of placement and showed left insert not in proper position. Patient did not have her confirmation test. This device dislocation in association with patient noncompliance could have had a contributory role in the reported device failure (pregnancy). However, considering event's nature and as it occurred more than one year after device insertion; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Batch number b61395. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Lack of effectiveness in itself is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or the lack of efficacy events and a quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. Ultrasound showed essure only 1 tube / left insert was not in satisfactory position. She underwent a salpingectomy. These events are listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, ultrasound was done on the day of placement and showed left insert not in proper position. Patient did not have her confirmation test. This device dislocation in association with patient noncompliance could have had a contributory role in the reported device failure (pregnancy). However, considering event's nature and as it occurred more than one year after device insertion; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events or the lack of efficacy events and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 07-jan-2016 which describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. It was reported that patient never had hsg (hysterosalpingogram) confirmation test after placement. She has been pregnant 3 times, the last one being an ectopic pregnancy that was confirmed on (B)(6) 2015. An ultrasound was done and showed that essure was only in one tube. A CT scan was ordered and results are not available yet. The tube with ectopic pregnancy was removed. Follow-up information received on 11-jan-2016 from the physician: essure was inserted with lot number b61395. It was reported that the patient had been pregnant 3 times after essure insertion. First pregnancy was on (B)(6) 2015 and she had an abortion on (B)(6) 2015 in the doctor's office (case (B)(4)). Second pregnancy was on (B)(6) 2015 and she had another abortion in the doctor's office on (B)(6) 2015 (case (B)(4)). The last pregnancy was an ectopic pregnancy (current case). Company causality comment: this medically confirmed; spontaneous case report refers to a (B)(6) female patient who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. She underwent a salpingectomy. This event is listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, patient did not have her confirmation test. An ultrasound showed essure only in one tube. This device dislocation in association with patient noncompliance could have been a contributory role in the reported device failure (pregnancy). However, considering event's nature and as it occurred more than one year after device insertion; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.